Event description:
A report was received that the patient had to charge her ipg more frequently. The patient will undergo an ipg replacement procedure. The physician had used electrocautery during the patient's implant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to charge her ipg more frequently. The patient will undergo an ipg replacement procedure. The physician had used electrocautery during the patient's implant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).